Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this lv lead will not be returned as this was kept within the hospital's possession during explant procedure.

Event description:
Boston scientific received information that the patient's left ventricular (lv) lead had dislodged. This lead was explanted and a new competitor lead was successfully implanted to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.